Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error after it has been exposed to water. Customer¿s blood glucose was unknown at the time of incident. Customer also reported to have received a battery out limit alarm after battery change. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm. Unit was received with no button response due to corroded act button keypad trace. Unable to verify battery out limit due to keypad anomaly. No moisture damage electronic assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to perform functional test due to keypad anomaly.